Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. The customer¿s blood glucose (bg) level was displayed as ¿high¿, however, a specific value was not provided. A manual insulin injection was administered to address bg level.